Event description:
Device was used in a 7 fr rabbe sheath with an iron man wire in place. The device was advanced, 4 cuts made and the device was removed and cleaned. Device was reinserted and 4 more cuts were made. Upon removal of the device, at the distal end of the sheath, device would not advance. The physician attempted to push the device forward, rotate device, twist device, to pull the wire, which all failed. The physician chose to pull the sheath and leave the wire and in doing so, the tip of the device became dislodged. The physician then accessed the other groin and sneared the tip and wire into the sheath.